Manufacturer narrative:
An empty labeled winding former and a dispensed needle-suture combination were returned for analysis. During the visual inspection of the sample, the swage and attachment area was noted to be as expected. The suture was received dispensed and no defects, damage or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. The suture was measured for length on a calibrated scale and found to be within the required length requirements. Per the condition of the sample, no performance suture breakage was found. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. There were no adverse consequences to the patient. No additional information was provided.